Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported valve leakage. The following information was provided by the user facility: there was leaking from the valve during the procedure; blood loss was less than 250cc; the procedure was a coronary heart cath; the patient was reported to be in stable condition; and (5) the procedure outcome was fine. Additional information was received on july 28, 2017. Catheters for a heart cath were used with the product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the codes. The codes were unable to be selected when follow up no. 1 report was submitted, the codes are now available and have been selected. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr ik sheath and dilator was returned for evaluation. The components were decontaminated. Visual analysis of the device found remnants of dried body fluids on the cap of the sheath's hub. There were no kinks, bends or scratches visible with the unaided eye. Functional testing was then performed to identify where a leak would occur on this device. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was then closed and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The sheath with the bub side tubing and 3wsc were all submerged under tap water for approximately 30 seconds no air bubbles were observed forming around the hub, sheath, valve or 3wsc. A 6fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were detected after 30 seconds. The dilator was then removed and the assembly was submerged for a third and final time. No bubbles were observed. After leak testing, the valve was dissected and observed for any anomalies. No anomalies were noted. The complaint was unable to be confirmed since no bubble formation was detected around any portion of the assembly. At this time, it is unclear what caused the user to experience a leak between the distal hub and the sheath. A possible cause could be that leakage was observed as components were moved into and out of the crosscut valve. At this time all that is known is that the received device was able to perform to functional specifications. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.